Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient woke up during the night sweating, he went to the bathroom and fell (he did not lose consciousness). His wife called an ambulance. When the paramedics arrived, they took the values and the cgm was reading 122 mg/dl and the blood glucose reading was 44 mg/dl. The patient was treated with juice. He noticed that his arm was hurting after the fall and the ambulance took him to the hospital. They determined that the arm was broken. The arm was plastered. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.